Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a severe thoracic pain. It was noted that a magnetic resonance imaging (MRI) was taken and revealed that patient had a disc herniation at the level the paddle lead was placed. The patient was admitted to the emergency room (ER) and underwent an explant procedure. The explanted lead was not returned.